Manufacturer narrative:
Patient demographics such as exact date of birth and weight were not provided by the customer. Patient two (2) is a (B)(6) female. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse proactively adjusted the luminometer voltage and replaced mixers and mixer belt due to low mixer belt speed range. The fse then replaced the aspirate probes and peristaltic pump tubing due to aspirate probes one (1) and two (2) not aspirating during prime cycle. The system was verified with system check, an access accutni+3 calibration and qc. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, there is sufficient evidence to reasonably suggest a hardware malfunction of the replaced peristaltic pump tubing was the cause of the non-reproducible access accutni+3 results.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for two (2) patients. The elevated access accutni+3 samples were repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. The elevated results were not reported outside of the laboratory and there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) and were not recovering within expected performance specifications at the time of the event. Information regarding sample collection and processing were not provided by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.